Event description:
It was reported that the port of the device was damaged. No backup was available. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation of the werewolf controller shows that the device powering up without any problems. Subsequent the functional test could not be performed, because the touch screen does not respond to touch. The sd card information was downloaded and the information shows the following error/s: error code 6 - wand has been disconnected the complaint was not verified and the root cause could not be determined after investigation due to full investigation was not performed on the returned unit. Factors which can lead to damaged or broken component include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned controller and the device which could cause non-functionality of the device. The roller ball and clamp may become loose due to vibrations of the unit during transportation or from normal wear and tear of connecting and disconnecting of the wand causing damage to the port. There were no indications to suggest the device did not meet product specifications upon release into distribution.